Manufacturer narrative:
Device passed displacement test. Device received with same audio tone when switching from volume 5 to volume 1 and pump error 63 alarmed during self test due to cracked solder joint at pin 6 on keypad assembly. Intermittent button response on the select and up arrow buttons, problem isolated to keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that numbers were ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated that pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer was able to successfully clear the alarm. The customer reported that the buttons are now responsive but it still chooses when to respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.